Event description:
It was reported that during a check up, the pulse generator exhibited noise on the egm. The patient was asymptomatic; no intervention or additional information was reported at this time.

Manufacturer narrative:
(B)(4).